Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, nonsustained rv lead oversensing due to noise was observed. No action was performed at this time. Patient was stable.

Event description:
New information received notes that programming change was made. The patient was stable.